Event description:
It was reported via repair work order that the cot was unable to be loaded due to a broken patient left load wheel caster horn. The broken caster horn had exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.